Manufacturer narrative:
Device investigation: results: there is a kink 4.0 cm from the distal tip of the catheter. There is some minor curve set in the distal section. This is consistent with use inside a patient. A 0.032" mandrel was introduced into the hub end of the catheter and advanced distally. Progress was smooth until the mandrel tip reached 0.5 cm from the distal end. Friction increased slightly as the mandrel tip exited the catheter. The catheter is functional but damaged. Conclusion: the problem reported in the complaint is procedural rather than functional. There is no mention of the catheter failing to perform adequately during the procedure. The kink in the distal tip of the catheter is not discussed in the complaint and is likely the result of post-procedural handling. The root cause of the issue cannot be determined from the device investigation and was not the result of a device issue but rather the user technique and complications associated with these types of procedures. Hemorrhage is a known and anticipated complication associated with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The reperfusion catheter 054 was used to aspirate clot in the right internal carotid artery (ica). Then, the reperfusion catheter 032 was inserted into the reperfusion catheter 054 and approached right middle cerebral artery (mca). The reperfusion catheter 032 was not advanced when it was advanced into the proximal mca. The contrast run revealed extravasation. The reperfusion catheter 054 and the reperfusion catheter 032 were withdrawn. An optimo 9fr was inflated, and protamine was used to reverse heparin. The procedure was finished. Hemostasis was achieved by reversing heparin. The physician commented that he was not sure if the hemorrhage was caused by the guide wire or the reperfusion catheter 032.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.